Event description:
A pt underwent a cardiac catheterization procedure followed by the deployment of a 6f angio-seal device. During the procedure, the pt was administered IV integrillin. The pt experienced internal bleeding post-procedure and a CT scan confirmed a retroperitoneal hematoma in the lower right pelvis above the femoral artery in the lower iliac. Post-catheterization laboratory results indicated a hemoglobin of 10.5, with an order of no coagulants to be administered. The pt was transfused with three units of red blood cells and dopamine was administered to maintain the pt's blood pressure. Post catheterization the pt was given plavix and aspirin therapy. The pt was reported to be recovering. The medical director at the hosp stated that this event was not device related.